Event description:
The patient was revised because of poly wear.

Manufacturer narrative:
Examination was not possible as not product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after approximately 15 years of implantation. The need for corrective action was not indicated.